Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the event. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported inflammation in a patient's left eye one day post photo refractive keratectomy (prk). Patient reported light sensitivity. Topical steroid dosage was increased. Symptoms are reported to be resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.